Manufacturer narrative:
Nine (9) samples were received for evaluation. All nine samples were labeled for single use. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed, and the flow rate of each device was found to be within specification. The reported condition was not verified for the nine returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 9 </noe> malfunction events. It was reported that nine large volume infusors underinfused during infusion. The rates of underinfusion were not reported. The nine events each involved a patient with no patient consequences. One of the events involved a (B)(6)-year-old, (B)(6) kg female patient; patient information for the other eight events was not reported. No additional information is available.